Event description:
Customer states the number of falsely low platelet counts and platelet clumps on the smears has increased. When platelet counts on the blue top tubes are performed, counts are 2-3 fold higher, even before corrections for the citrate dilution. Customer states that the incident relates to two patients on (B)(6) 2023 with no prior history, no prior lab work. Both had platelets below 100 on the initial draws, which were half full to full tubes. Platelet clumps were verified by smear review. Patients were redrawn; same platelet counts, and clumps on the smears. Drawn a third time with additional citrate tubes. One patient had coagulation studies drawn the same time as the original cbc, coagulation studies were normal. Customer states that they had several other clotted samples the same morning. Samples drawn were all drawn by different colleagues or rn. The two patients in question were drawn; specimens tubed to the lab; and received in the lab within 3 minutes from collection to receipt. Their final platelet counts were 190 and 163 as calculated from the citrate tubes. The customer notes that the probability they would have multiple edta platelet clumping patients in house is very slim, perhaps get one per quarter.

Manufacturer narrative:
Complaint statement (B)(4): no samples of 454209/b2207344 were received. This portion of the complaint is closed as cannot be determined. Received 1 rack 454209/b2207346 for evaluation. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer returned samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the tested samples. This portion of the complaint could not be duplicated.